Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the heart rate is at 50 and the monitor has not alerted with an alarm". The device was in use for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.